Manufacturer narrative:
Date of event was reported as thought to be "(B)(6) 2017 or (B)(6) 2017) for the still catheterizing issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change in therapy. It was initially reported that the ins ¿power¿ was turning on and off a number of times but then the reporter stated they did not know if it was turning on and off but meant ¿to his understand¿ that the nurses bumped up the stimulation settings. It was confirmed that the reporter meant they know the nurses ¿had pumped settings up¿. The patient lived in a retirement home and the nurses increased the power settings. It was also reported that the patient was diagnosed with a urinary tract infection (uti) and a ¿kidney infection on (B)(6) 2017. The patient was currently in the hospital and had to be catheterized. The reporter stated that most of the time the ins had been working okay but wanted to know if it was working right now (or not). The reporter did not have the programmer with them at the time of report so no troubleshooting could be performed. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) reported that patient had been catheterizing himself 2-3 times/day since 4 days ago. The therapy was not working and patient was not feeling stim either. The change in symptom was considered sudden. They were not with the patient on the day of this call. Hcp stated that the patient programmer (pp) had noted on it that no once was to touch programmer and to call the manufacturer. Troubleshooting could not be done due to lack of access to product. The caller stated they would not have further information in the future.